Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with two infusion sets. The symptoms were noticed within 3 hours of insertion. One infusion set was inserted in the upper buttocks and one was inserted in the arm and the insertion site was rotated regularly. Patient's blood sugar level at the time of first event was 350 mg/dl. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.